Manufacturer narrative:
Corrected information: no eval explain code. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID: evolutr-34-us, serial/lot (B)(4), use by date (B)(6) 2019, (B)(4). Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, when the valve was deployed (B)(4)%, the annulus ruptured and extended into an ascending aortic dissection. The valve was recaptured and removed from patient. Open chest surgery was performed and an aortic root and valve repair were performed. It was reported the patient expired later that evening in the ICU. The physician stated the cause of death was aortic dissection, annular rupture and esophageal perforation. The physician reported the esophageal perforation was caused by the transesophageal echocardiogram (tee) probe and the annular rupture was caused by the expansion of the valve, however, it was unclear if the aortic dissection was caused by the presence of the delivery catheter in the ascending aorta during cardiopulmonary resuscitation (CPR).